Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of iridocorneal angles. Due to excessive vault and significant reduction of iridocorneal angles, the lens was exchanged for a shorter length lens. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H6 - health effect clinical code: 4581 - significant reduction of iridocorneal angles secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).